Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the patient was taken to the hospital where their blood glucose (bg) was 484mg/dl with strong, fruity breath, rapid deep breathing, shortness of breath, abdominal pain, extreme drowsiness, blurred vision, confusion, polyuria, polydipsia, nausea, symptoms of dehydration and large ketones. The patient was treated with insulin via injection. This report is being made due to the bg excursion the patient experienced due to a power issue.